Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation has shown that the welding between the handle and the shaft is broken. The review of the production history revealed that this instrument was manufactured in accordance to the specifications. No manufacturing related issues that would have contributed to this complaint were found. At the head end, there are strong impact marks visible. Based on these findings, it is likely that excessive strokes on the impactor led to the breakage of the welding seam. The complaint is disposed as confirmed due to evidence that part is broken, but it is considered invalid from a manufacturing standpoint as there is no evidence of issues manufacturing related. No indications for product-related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 29.jan.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the handle of a impactor for proximal femoral nail antirotational (pfna) has loosened from shaft intraoperatively on (B)(6) 2016. There occurred no patient harm and no prolongation of surgery. Complaint involves one (1) part. This report is 1 of 1 for com-(B)(4).